Manufacturer narrative:
Concomitant medical products: product ID: 419378, serial#: (B)(4), implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted lead was a unipolar lead and the impedance was being reported in bipolar configuration following the programmer session. The correct information was provided. No patient complications have been reported as a result of this event.